Event description:
It was reported that patient presented to ER after receiving a shock. After testing an alert showed "possible output circuit damage." Device was explanted due to low hv lead impedance due to a lead issue. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned for analysis cut in two pieces. External insulation abrasion was found at 49.0cm to 49.4cm from the distal tip, consistent with lead friction to the ICD can. One of the rv conductors was fractured at the same location. This is consistent with the observation from the field of low impedance when the lead was in contact with the device can.